Event description:
Family member reported that consumer who used heat patch on her back for no more than two (2) hrs and felt extreme heat and when removed, skin was peeled. Burn marks were treated with ointment cream till they seek medical attention.

Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Complaint history check yielded two other complaints for unrelated issues for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.